Event description:
The customer reported that the extension set became disconnected from the patient's peripheral catheter.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Correction to initial reporter address.